Event description:
It was reported by the customer that the hose was separating from the handpiece. There was no indication made that there was any pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer. The hose assembly was replaced and preventative maintenance was completed. The handpiece has been returned to the customer.